Event description:
The rotator broke during use. The incident occurred on four (4) units. Two (2) units were discarded at the hospital. No harm or injury was reported. The customer is returning two (2) used devices and additional unused devices. The customer did not provide specific clinical details for each event. This is one of four (4) reports for this complaint; 1721504-2010-00310, 1721504-2010-00311, and 1721504-2010-00312.

Manufacturer narrative:
Device eval conclusion: the suspect devices have not been returned for eval/investigation. A follow-up report will be submitted when the eval is completed.